Event description:
The customer reported that they were missing wave review data on a standalone info center with the purchased option of 24 hour review.

Manufacturer narrative:
The customer reported that they were missing wave review data on a standalone info center. It was noted that a pt was expiring at the time this issue was discussed by the philips service staff and the hospital biomedical engineer, though it was clearly stated that the monitoring equipment issue was not a factor in this incident. The physicians were attempting to review data from earlier in the day when the issue became apparent. The field service engineer (fse) was dispatched to the site. The fse contacted the response center upon arrival on-site and stated that the customer was misinformed about their purchased options and that in fact, the device only had one hour of wave review data optioned. It was then determined that no further investigation of this issue was warranted. There was no device malfunction.